Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot #: 3180412. D4. Medical device expiration date: 31-mar-2024. H4. Device manufacture date: 29-jun-2023. D4. Medical device lot #: 3227387. D4. Medical device expiration date: 30-apr-2024. H4. Device manufacture date: 15-aug-2023. D4. Medical device lot #: 3247744. D4. Medical device expiration date: 31-may-2024. H4. Device manufacture date: 04-sep-2023. D4. Medical device lot #: 3226441. D4. Medical device expiration date: 30-apr-2024. H4. Device manufacture date: 15-aug-2023. D4. Medical device lot #: 3261566. D4. Medical device expiration date: 31-may-2024. H4. Device manufacture date: 18-sep-2023. B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter phone #: (B)(6). H6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 20 retention samples of each lot from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with the bd vacutainer® 9nc 0.109m plus blood collection tubes, tubes were overfilling. There was no report of patient impact.